Event description:
Autosuture malfunctioned; staple did not release fully and tissue was stuck in the jaws/staples. Performed thoracotomy to remove tissue from stapler and withdraw stapler from operative site.